Event description:
It was reported that pump displayed malfunction alarm code 12, during which customer's blood glucose level rose to 500 mg/dl. Customer gave correction insulin injection by pen or syringe and did not need help from emergency services or other third parties. Technical support confirmed that malfunction could be reset, provided pump reset instructions, assisted customer with resetting pump, and confirmed that malfunction did not recur, after which customer was advised to continue using pump and to call back if any further malfunction alarms occurred.